Manufacturer narrative:
(B)(6). The reported condition was not confirmed. The assignable cause could not be determined at this time. The device has not been repaired for the reported condition.

Event description:
The facility representative contacted baxter to report a colleague infusion pump that had a malfunction of will not turn on. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 5.04.00, categorized as unremediated. During baxter's review of the event history, the reported condition was confirmed as failure code 38:309:975:0002, which occurred during infusion and caused an interruption during delivery.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.